Event description:
On (B)(6) 2011, the rptr contacted animas on behalf of his daughter (the pt) alleging frequent loss of prime warnings and an elevated blood glucose (bg) level. The rptr claimed that they had received 3 loss or prime warnings since (B)(6) 2011. Troubleshooting revealed that the issue was not associated with a battery or cartridge change. The cartridge cap was reportedly loose. The rptr secured the cartridge cap to the pump. On the morning of (B)(6) 2011, the pt reportedly woke up with a blood glucose level of "320 mg/dl" and no ketones. The pt ate breakfast and administered a correction. At 8:40 am that same morning, the pt retested and got a result of "507 mg/dl" with no ketones. The bolus was confirmed in the pump's history and no associated alarms were observed. The rptr reportedly re-primes immediately after getting pump not primed warnings. The animas representative involved in this contact instructed the rptr to change the skin site for 2 unexplained high blood glucose in a row and to correct per doctor's instructions. He was also instructed to have the pt retest in 1-2 hours and to call if the loss of prime warnings were repeated. Based on the info provided, this complaint is being reported due to the following conclusion: the rptr claimed that the pt obtained an elevated blood glucose reading that meets animas' criteria for a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.